Event description:
It was reported that the patient was having difficulty getting cmems readings post recent left ventricular assist device implant. The customer reported signal acquisition issues with their patient electronic system. The patient was having difficulties turning the pillow on and taking a reading. It was said that the patient was discharged home, in rehab.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.